Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01297.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the first smart coil over the hub of the microcatheter. Therefore, the smart coil was removed. While advancing the next smart coil, the physician encountered resistance in the same location. Therefore, the smart coil and microcatheter were removed. The procedure was completed using other coils and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.